Manufacturer narrative:
Results: the ace68 was stretch approximately 102.0 thru 128.0 cm and fractured approximately 128.0 cm from the hub. In addition, the support coil winds were exposed at the fractured location. The ace68 was ovalized approximately 7.5 cm from the hub. The total length of the ace68 was approximately 174.5 cm. The ace68 was fractured and, therefore, could not be functionally tested. Conclusions: evaluation of the returned ace68 revealed that the catheter was stretched. If the device is forcefully retracted against resistance, damage such as stretching may occur. The non-penumbra balloon catheter collapsing on the ace68 as mentioned in the complaint likely contributed to the resistance that was likely encountered during the procedure. Further evaluation of the returned ace68 revealed that the device was fractured. This fracture was likely incidental to the reported issue as it was reportedly removed with the parent catheter. Attempts to remove the ace68 from the parent device outside the patient body have resulted in the fracture on the returned device. Further evaluation also revealed an ovalization on the returned device. This damage was likely incidental and may have occurred while packaging the device for return to penumbra. The non-penumbra balloon catheter identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician advanced the ace68 through a non-penumbra balloon catheter and made multiple passes. After a pass, the physician was unable to remove the ace68 from the catheter because the catheter collapsed around it. The physician, therefore, removed the catheter with the ace68 inside. The procedure was completed using another ace68. It is unknown if there was any adverse effect to the patient.